Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens model micl 12.6 mm in the injector and the haptic tore. This was prior to insertion so no pt contact or injury.

Manufacturer narrative:
Eval - work order search. A visual inspection of the returned product shows a small piece of a haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history, work order search and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.